Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 26 mg/dl. Customer was hospitalized due to low blood glucose. Customer was hospitalized for six hours. Customer reported that low blood glucose may have been due to giving a bolus delivery and then giving a manual injection. During troubleshooting, customer reported that reservoir compartment was cracked. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/no delivery test and excessive no delivery test. The units remaining in the status screen matches the test reservoir volume. Unit communicated properly with the glucose sensor simulator and the mini link transmitter. The low suspend/thresholds suspend alarm functions properly. Unit had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
The pump passed the delivery accuracy test.